Event description:
It was reported that the ventilator audible alarm was very soft while connected to the pt. The pt was switched to a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na.